Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown diagnostic procedure, the subject device had image disturbance and blue-green stripes. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken cable, the fiber bonding in the outer tube area (distal end) was damaged and the outer tube had a dent. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer reported issue was due to the video cable was broken. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.